Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. The console logs from the reported day of event do not contain any evidence of malfunction during transport and while pump was used. Minor damage of console housing was confirmed during device inspection and was considered a cosmetic defect which did not affect device functionality. During testing, the console operated within specification. The root cause of the issue was use related. E4 should have been left blank on manufacturer device report 1220648-2024-24848. G2 report source; foreign was missing on manufacturer device report 1220648-2024-24848.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller was inadvertently dropped during patient support. It was stated that when the patient was being carried out of an ambulance, the aic was dropped. The pump was reconnected to an aic owned by the hospital and the potentially damaged aic was sent for inspection. There was no patient harm resulting from the issue.